Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of button error on their insulin pump. The customer states the pump was exposed to moisture in hot tub. The customer states the buttons are unresponsive, and the display is blank. The customer states there is fluid under the lcd display. The customer's blood glucose at the time was 99mg/dl. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis. The customer is being sent replacement pump.